Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing and high capture threshold were observed. Lead dislodgement was noted under fluoroscopic. The lead was explanted and replaced. The patients condition was good after the event.